Event description:
The reporter stated that she got an er1 message when using the surestep meter on her pt. They switched strips and rec'd a 303. The reporter had no control solution. The pt is not alleging harm and did not contact a health care professional.